Manufacturer narrative:
A replacement power management (pm) board was sent to this customer.

Manufacturer narrative:
(B)(6) 2018. (B)(4). Phone number not provided. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the power management board has no corresponding voltage output. The event occurred out of box, therefore, there was no patient involvement. The event date was not provided, therefore an estimate has been used.